Event description:
Patient has congenital neuromuscular hypotonia and congenital heart aplasia. Patient was cycling when the system reported a "pad off" error on multiple channels. The mother of the patient then reported that her son had a spasm in his lower extremities. Shortly afterwards he requested oxygen because he had difficulty breathing (patient has low congenital neuromuscular hypotonia and congenital heart aplasia). Patient was hospitalized for one week while o2 sats remained low. During hospitalization physicians found nothing wrong with him after extensive work-up.

Manufacturer narrative:
Evaluated the stimulation cable and discovered a frayed conductor in contact with the conductor of another wire within the cable causing a short circuit condition. Modified controller software to detect any cable faults before stimulation is applied to the electrodes. Evaluated controller software modification. Validation report identified all short circuit conditions; two stimulating electrodes in contact, stimulating electrode in contact with ground, non-stimulating electrode in contact with ground, etc. Result in a "pad-off" error with a brief (<2 us) pre-pulse delivered which is perceptible on an able-bodied subject but not considered noxious. This is the only event of this kind reported in 6 years and (B)(4) recorded therapy sessions of use with the rt300. We are confident the software modification will prevent further events. We have also implemented additional actions which will prevent shorts in our stimulation cable and inappropriate current stimulation from our stimulation circuitry if a short does occur.